Event description:
Complaint handling and quality systems problems: we had so many issues with smiths cadd solis vip ambulatory pumps and various sets during orientation to these new devices with our clinical educators, that we halted roll-out to patients while we undertook testing with smiths present, february 2016. Here is a summary of that testing. Initial tests 7381 and 7383 - significant air in line every test. Set ruled out until device corrected. The 7336 - questionable air in-lines and underinfusion, needed rigorous tests. Smiths quality and engineer reps observed problems with air and infusion inaccuracy. Sets, photos for investigation. Undertook rigorous 4-day tests with 5 drugs. Ns, d5w. Compared infusion accuracy and air 7336 with 7322 plus ICU medical add-ons. Smiths present, observations, notes daily. Results: air in line precluded 7336 roll-out; 7322 infusion accuracy acceptable. Statistically no difference between 7336 and 7322 with add-ons (means variance the same). Preferred inline smiths 7336 but needed investigation and correction of set/filter for air-in-line problem. Decision to roll-out with 7322 while awaiting 7336 investigation and correction. Smiths was going to also investigate and correct 7381, and connect with pall as part of investigation and correction. Still waiting for air-in-line investigation results and correction to products (0.2 and 1.2 filter sets). Test notes sets: 7381 (1.2m filter) and 7383: results: air bubbles below filter multiple tests. Set: 7336 (0.2m filter) tests: 4-day infusion rate testing: 18 pumps/sets with meds + 5 ns and 5 d5w. Ertapenem, vancomycin, cloxacillin, cefazolin, ceftriaxone and air bubbles below filter multiple tests all day. Set: 7322 plus ICU med filter and valve. Test: comparator: same 4 day tests as 7336. Btw we think we detected the flowstop pre march 2016 underinfusion correlation for smiths.